Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel left superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for 120 seconds. The device was removed without any problem, and the procedure was not completed due to another reason. No complications were reported, and the patient was in good condition after the procedure.